Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report #2916596-2020-02881 and 2916596-2020-02860. It was reported that the patient experienced multiple driveline fault alarms, and had two unsuccessful controller exchange attempts as part of troubleshooting. After the first controller was exchanged, they were unable to start the second controller so they switched back to the old controller and attempted to exchange 4 times and were able to start the new controller. Upon analysis of the log the drive line fault alarm occurring on both controllers are believed to be true driveline faults. Phase 3 monitoring value on both controllers was reading below the specification. Patient called (B)(6) 2020 evening stating he was having low flow alarms and low speed alarms patient instructed to call 911 and come to emergency room for direct admission to hospital. Patient had low flow in emergency room and hypertension. Log files showed multiple pump off starting on (B)(6) 2020 while attached to mobile power unit. There were 63 pump stops, 55 low speed events, and speed drops as low as 0 rpm which were indicative of a percutaneous lead issue. The x rays submitted were unremarkable. In addition, 64 driveline faults were noted in the log file, possibly indicating phase c as the issue. Patient placed on ungrounded cable for new short to shield. The patient also had suspected hemolysis with plasma hemoglobin of 33.6 g/dl and lactate dehydrogenase (ldh) elevated at 1193 u/l prior to lvad exchange. In emergency room their mean arterial pressure was greater than 113, non-invasive blood pressure (nibp) 155/92. The patient valve open 1:1. The patient was started back on his oral hydralazine and given additional ivp hydralazine, patient also started on IV cardene to control blood pressure. Patient had an lvad exchange and an hm2 was taken out and hm3 was inserted. The patient received blood and blood product intra operative.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6) ) was returned for evaluation following the reported event of driveline faults and pump stops associated with driveline damage. The driveline damage and associated alarms are addressed via the pump investigation ((B)(4)). The submitted log file and the log file downloaded from the returned controller contained approximately 4 days of data combined (14may2020 ¿ 18may2020 per the timestamp). The log files captured intermittent driveline fault alarms due to phase 3 measuring lower than phases 1 and 2. The log files also captured the driveline being briefly disconnected, resulting in the pump stopping, and then reconnected and the pump restarting several times in the log file on (B)(6) 2020 between 11:27:22 and 11:56:43; this is consistent with the provided information that multiple attempts were made to exchange the system controller, however, the pump would not initially start on the new controller due to the ongoing driveline issue and the new controller being connected to a grounded patient cable. It was stated that the pump started on the new controller when connected to an ungrounded cable. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported event could not be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline fault, low voltage advisory, power cable disconnect, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how maintain the backup system controller and how to replace the running system controller with the backup controller. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips, 14v batteries, and system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries, and inspecting the system controller power cables damage. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.